Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6); batch: 7082691/7084557. Product family: scs-lead fixation; upn: m365sc43180; model: sc-4318; serial: (B)(6); batch: 29121450.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure wherein a non-rechargeable device was implanted. No device malfunction suspected. The patient was doing well postoperatively. The explanted device was kept by the facility and will not return.